Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, resistance was observed when the coil (subject device) was being advanced within a microcatheter and it was stretched during retrieval. The coil (subject device) was found to be broken inside microcatheter during removal. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer stated when the coil was being advanced within a microcatheter, resistance was observed, and it was stretched during retrieval once removed it was found the coil had broken within the catheter. The coil was removed together with the microcatheter. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the event.

Event description:
It was reported that during the procedure, resistance was observed when the coil (subject device) was being advanced within a microcatheter and it was stretched during retrieval. The coil (subject device) was found to be broken inside microcatheter during removal. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.